Manufacturer narrative:
Insulin pump uploaded properly using carelink pro. And all bolus data recorded properly on data report. No bolus history anomaly noted. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.

Event description:
Customer reported that his insulin pump was not recording his bolus deliveries. The customer declined to troubleshoot. He stated that he had been aware of the problem for the past couple of weeks. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).